Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level reading "high" mg/dl. Reportedly, customer's continuous glucose monitor was not available due to a non-tandem transmitter issue causing the customer to be unaware they needed to bolus. A correction bolus was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.